Manufacturer narrative:
Corrected data: - section d5: updated with UDI#. - section g6: updated with correct date received by manufacturer 01-jun-2023. After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h2, h6, and h10. A review of the manufacturing documentation associated with lot 35265647 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after placement of the carotid stent, the surgeon noticed an absence of flow due to the filter of the 6mm basket diameter/180cm angioguard rx emboli capture guidewire system, requiring its removal. During the removal, the surgeon noticed that the removing the guidewire in the recapture catheter is difficult, "suggesting difficult application". There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3, h6, and h10 correction on the product evaluation in h10 and codes in h6 were correctly updated accordingly. As reported, after placement of the carotid stent, the surgeon noticed an absence of flow due to the filter of the 6mm basket diameter/180cm angioguard rx emboli capture guidewire system, requiring its removal. During the removal, the surgeon noticed that the removing the guidewire in the recapture catheter is difficult, "suggesting difficult application". There were no reports of patient injury. The device was returned for analysis. A non-sterile unit of product ¿rx/6mm basket diameter/180cm¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: a capture sheath was received coiled along with a ecgw inside the plastic bag. The sheath and the guidewire were fully inspected, and no damages or anomalies were observed. Functional analysis was performed, and the guidewire returned was inserted into the capture sheath and no anomalies were observed during the functional test. A product history record (phr) review of lot 35265647 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ecgw (embolic capture guidewire)- resistance/friction- during withdrawal of sds¿ was not confirmed. The reported ¿vascular occlusion¿ was not confirmed. According to the instructions for use (IFU) ¿the filter basket is used for trapping emboli during coronary, carotid, and peripheral procedures. It consists of a thin, porous membrane supported by a fine metal skeleton. In the collapsed state, the filter basket has a very low profile. To exchange an angioguard rx emboli capture guidewire system that has captured its capacity of emboli: remove all interventional devices from the angioguard rx emboli capture guidewire. Prep the capture sheath as outlined in the preparations for use section, step 14 of section ix. Load the capture sheath over the proximal end of the angioguard rx emboli capture guidewire. Grasp the guidewire proximally as it exits the rx port and advance the capture sheath through the open hemostasis valve. Continue to advance the capture sheath until the distal capture sheath marker band is adjacent to the proximal filter basket marker band. This collapses the filter basket. Using fluoroscopy, confirm filter basket closure by ensuring reduction of diameter of the radiopaque strut marker bands. Note: the emboli that have been captured may not allow the angioguard rx emboli capture guidewire to reach its initial low profile.¿ it is reasonable to consider that the user¿s interaction with the device during may have led to the reported events. However, the event experienced by the customer could be related to the manufacturing process; therefore, a corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h6, and h10. Product history review (phr) was completed; however, it was later reopened for revisions. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After placement of the carotid stent, the surgeon noticed an absence of flow due to the filter of the 6mm basket diameter/180cm angioguard rx emboli capture guidewire system, requiring its removal. During the removal, the surgeon noticed that the removing the guidewire in the recapture catheter is difficult, "suggesting difficult application". There were no reports of patient injury. The device was returned for analysis. A non-sterile unit of product ¿rx/6mm basket diameter/180cm¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: a capture sheath was received coiled along with a ecgw inside the plastic bag. The sheath and the guidewire were fully inspected, and no damages or anomalies were observed. Functional analysis was performed, the guidewire returned was inserted into the capture sheath and no anomalies were observed during the functional test. A product history record (phr) review of lot 35265647 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ecgw (embolic capture guidewire)- resistance/friction- during withdrawal of sds¿ was not confirmed. Functional test was performed, and no resistance or friction was felt during the insertion/withdrawal process. According to the instructions for use (IFU), ¿torquing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation. Always advance or withdraw the guidewire slowly. Never push, auger, withdraw or torque a guidewire, which meets resistance. Resistance may be felt and/or observed using fluoroscopy by noting any buckling of the guidewire tip. Determine the cause of resistance using fluoroscopy and take the necessary remedial action.¿ neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.